Manufacturer narrative:
Investigation: during DHR review all required sample, set-up and in-process testing was performed accordance with the quality plans. There was no indications of any reject activity findings through the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect. Received one used 22g bd nexiva closed IV catheter system-single port within an undamaged opened package from lot: 8310636. The unit was received without the needle cover and the needle/grip assembly was pulled back (disengaged) and with the needle tip secured within the tip shield. The catheter/adapter and extension tubing assemblies were still attached to the tip shield at the winged adapter. There were traces of thick dried media present throughout the unit. One photo was provided for evaluation of this incident that revealed similarities to that of the retuned unit and package (blister pack). Visual/microscopic evaluation- (method-n/a): unit: confirmed the needle was completely pulled back/disengaged with the needle tip secured within the tip shield. Confirmed the unit had no signs of cured adhesive in the areas of the grip, tip shield or winged adapter and there was no damage the retaining washer; all of which could result in hindering the unit from disengaging. The unit demonstrated indications of the possibility of decoupling issues, due to the unit being disengaged and with catheter assembly still being intact with the tip shield: there were no signs of damage to the v-clip or tip shield. Gripped the winged adapter (stabilization platform) and slightly pushed it away from the tip shield, at which time separation (decoupling) occurred. Confirmed there were no traces of adhesive in the areas of the components that could result in decoupling issues. Pushed the needle to the out positon; no damage was observed. Functional (needle disengagement (method-n/a): gripped the finger grip between the thumb and index finger while holding the unit by the winged adapter with the other hand and pulled the needle back through the retaining washed and into the tip shield. The needle easily pulled back without resistance until the tip secured within the tip shield; thus confirming a successful disengagement. Photo: the photo did no provide sufficient evidence to confirm the reported defect. Relationship of device to the reported incident: indeterminate - confirmation of the reported defect of needle difficult disengagement, was inconclusive based on the observation and/or testing conducted on the unit and photo provided for this incident. There was no physical/mechanical evidence to confirm or support manufacturing processes related issues for reported defect.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with safety needle will not disengage from catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with safety needle will not disengage from catheter.